Event description:
During an eye surgical procedure, the wrist rest device slipped while the surgeon was operating. The slipping (a few inches) caused the surgeon's hands to move, causing the implanted lens we had just injected to decenter. The patient was referred to a vitreo retnal surgeon to recenter the lens. The manufacturer was notified of the incident (this device was 5 years old). Since the device was not under warranty, we are going to buy a new one and replace all of the locking screws on the other wrist rest that we have.